Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: b3, d8 (was inadvertently marked as "yes" should be "no"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation and the component analysis result, the detected silicone was not a component that was derived from the endoscope, but a component included in chemicals such as anti-foaming agent and disinfectant solution. The mixture retained in the nozzle, which may have led to occurrence of the foreign material. The cause of the foreign material remaining in the nozzle was unable to be specified. There was no damage to the area where the foreign material was detected. However, it is likely that some factor in reprocessing may have caused a foreign material to occur and remain in the nozzle. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. However, with the information acquired, it was unclear whether any deviations from the instructions for use (IFU) were made. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif-1200n operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif-1200n reprocessing manual chapter 5 reprocessing (and related reprocessing accessories) describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.